Manufacturer narrative:
This is 2 of 2 medwatch reports regarding this event. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with a blood glucose value of 500 mg/dl and was hospitalized. The customer also reported there was a huge difference from sensor glucose reading compare to blood glucose from fingerstick. Troubleshooting was performed and the insulin delivery was not suspended and the customer does not use any medication. Troubleshooting was declined for high blood glucose and it was unknown whether that the insulin pump was used within 48 hours and the auto mode feature was active at the time of event. No further complications were reported. It was unknown whether the customer will continue the use of the insulin pump. The insulin pump will not be returned for analysis. Updated summary: it was reported that the sensor glucose value from reported event: 131 mg/dl and the blood glucose value from reported event: 220 mg/dl and the difference in value between sensor glucose and blood glucose was 89 mg/dl.